Manufacturer narrative:
The fenestrated bipolar forceps (fbf) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy procedure, a plastic piece from a fenestrated bipolar forceps (fbf) instrument jaw broke. A fragment fell inside the patient and was retrieved during the same procedure. No post-operative complications have been reported.